Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient had a non-operating pump that had not been used in "years". The patient was having a hard time finding anyone to remove it. No symptoms were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.